Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The impedance measurements were noted as being stable. The rv lead was cut distal to the yoke, then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. The analyst noted that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. Concomitant products: product ID: 407645, implantable pacing lead, (B)(6) 2009. (B)(4).